Event description:
A customer reported experiencing cartridge alarm 30 with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to use multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery, and a replacement pump with updated software was sent. Instructions were provided to the customer regarding the storage and return of the faulty pump, and the customer acknowledged understanding of the steps to be taken upon receiving the replacement.